Event description:
It was reported that the patient had an artificial urinary sphincter that was implanted in 2008 removed and replaced due to leakage at the folds of the cuff resulting in recurring incontinence. The cuff that was removed was larger than the cuff that was replaced.